Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 6.0mm x 40mm x 135cm sterling balloon catheter were advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications reported.